Manufacturer narrative:
No patient involvement. The site representative cancelled the service call. No further information was provided by the site. No parts replaced or returned by or to the manufacturer.

Event description:
A site representative reported that the ups (uninterruptible power supply) battery for the o-arm needed to be replaced. A warning message appeared on the mvs (mobile viewing station). Issue not discovered clinically.